Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the biological clip could not be removed after clamping the tissue. The device was replaced to resolve the issue. There was no patient injury.